Event description:
The customer performed a blood glucose test and received a result of 169mg/dl at 8pm. The customer did not take customer's normal medications. The customer's relative checked on customer at 11pm. Customer had gone into a diabetic coma. Paramedics were called and they received a blood glucose result of 22mg/dl. The customer was given a glucose IV and taken to the hosp. A request was made for the return of the suspect device and replacement product was sent.